Event description:
It was reported that during the implant attempt, it was not possible to connect the right ventricular (rv) lead to the device, as the set screw would not engage. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The device setscrew was found to be loose/detached. (B)(4).